Manufacturer narrative:
Based on the results of the investigation, a definitive root cause could not be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the subject device had electrical contact corrosion and loose scope mount. There were no reports of patient involvement.